Event description:
Bostons scientific has become aware of the following event after conducting a retrospective review of complaint records; catheter couldn't be flushed.

Manufacturer narrative:
During investigation, bloodstain was observed inside the telescope, and distal tip assembly. It was observed that the catheter flushed due to a ripped at one side of the guidewire exit canal 2.4cm from distal tip end. The fluid go through the ripped area not on the regular vent hole. The distance between proximal marker band to distal end of the tapered mandrel was 5.0mm, the length of the male luer to female telescope was 5.5mm, and the length of the imaging core was 20.0mm from distal edge of ro marker band to distal housing. During image characterization testing, good square image appeared in the system and the product performed within specification. No kink was observed in the sheath assembly.